Event description:
I have the allergan saline breast implants (68mp) that were recalled on 07/25/2019 on (B)(6) I had a mammogram that came back suspicious, since then I have had several appointments with different providers / specialist and several mammogram, ultrasound etc. I have some unknown nodules and excessive calcium that is in question one implant is leaking. I scheduled for surgery for biopsy on (B)(6) 2019. I am extremely concerned with the correlations between my health and the recall I called one of the physicians and they did not have knowledge of the recall. Do you have a picture of the product? Yes. FDA safety report ID # (B)(4).